Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device dislocation ("migration") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy). Essure (ess205) was removed. At the time of the report, the fallopian tube perforation, device dislocation, menstrual disorder, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/ perforation/perforation (other) please describe location of the perforation: punctured the inner lumen and pressing on serosa of left tube distal to device/ essure device has perforated through the lumen') and device breakage ('at one point the device broke in the midsection portion of the essure that was left in the cornu') in a 34-year-old female patient who had essure (ess205) (batch no. 625647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included muscle spasm, headache, general body pain, fatigue and nervousness. Concurrent conditions included lumbar pain, acute lumbago, sore throat, ear pain, back pain, leg pain, abdominal pain localized, bacterial infection, left lower quadrant pain, ovarian cyst and corpus luteum cyst. Concomitant products included celecoxib (celexa)20-may-2013 to december 2014 for anxiety, ethinylestradiol;norgestrel (low-ogestrel) for pain as well as ibuprofen from 24-jul-2014 to 27-oct-2014, nsaids since january 2007, paracetamol (acetaminophen) since january 2007, paracetamol (tylenol) from 21-may-2013 to 24-jul-2014 and tramadol hydrochloride (ultram) from 3-nov-2014 to 3-dec-2014. In january 2007, the patient had essure (ess205) inserted. In february 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In march 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). In february 2012, the patient experienced pelvic pain ("pelvic pain/ pain:pelvic area"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, menstrual disorder, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in march 2007: total bilateral occlusion.. Ultrasound scan - on an unknown date: enlarged right ovary with an ovarian cyst.. Batch number: 625647 manufacture date:2007-09 expiration date:2009-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: quality-safety evaluation of product technical complaint. Amendment: previous event device dislocation was clubbed with fallopian tube perforation. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/ perforation/perforation (other) please describe location of the perforation: punctured the inner lumen and pressing on serosa of left tube distal to device/ essure device has perforated through the lumen/perforation'), device breakage ('at one point the device broke in the midsection portion of the essure that was left in the cornu') and genital haemorrhage ('bleeding: gen. Abnorm. Bleed') in a 34-year-old female patient who had essure (ess205) (batch no. 625647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included muscle spasm, headache, general body pain, fatigue and nervousness. Concurrent conditions included lumbar pain, acute lumbago, sore throat, ear pain, back pain, leg pain, abdominal pain localized, bacterial infection, left lower quadrant pain, ovarian cyst and corpus luteum cyst. Concomitant products included celecoxib (celexa) (B)(6) 2013 to (B)(6) 2014 for anxiety, ethinylestradiol; norgestrel (low-ogestrel) for pain as well as ibuprofen from (B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2007, paracetamol (tylenol) from (B)(6) 2013 to (B)(6) 2014 and tramadol hydrochloride (ultram) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish/psych injury"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ pain:pelvic area"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal") and back pain ("back"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, menstrual disorder, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain,psych injury and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Ultrasound scan - on an unknown date: enlarged right ovary with an ovarian cyst. Batch number: 625647, manufacture date: 2007-09, expiration date: 2009-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet documents received, essure start date and event abdominal pain, back pain , bleeding: gen. Abnorm. Bleed and outcome were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device dislocation ("migration") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), pelvic pain ("pelvic pain"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy). Essure (ess205) was removed. At the time of the report, the fallopian tube perforation, device dislocation, menstrual disorder, pelvic pain, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/perforation (other) please describe location of the perforation: punctured the inner lumen and pressing on serosa of left tube distal to device/ essure device has perforated through the lumen/essure device protruding into fallopian tube'), device breakage ('at one point the device broke in the midsection portion of the essure that was left in the cornu') and device dislocation ('migration') in a 34-year-old female patient who had essure (ess205) (batch no. 625647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included muscle spasm, headache, general body pain, fatigue and nervousness. Concurrent conditions included lumbar pain, acute lumbago, sore throat, ear pain, back pain, leg pain, abdominal pain, bacterial infection, left lower quadrant pain, ovarian cyst and corpus luteum cyst. Concomitant products included celecoxib (celexa) (B)(6) 2013 to 2014 for an(B)(6) xiety, ethinylestradiol;norgestrel (low-ogestrel) for pain as well as ibuprofen from (B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2007, paracetamol (acetaminophen) since (B)(6) 2007, paracetamol (tylenol) from (B)(6) 2013 to (B)(6) 2014 and tramadol hydrochloride (ultram) from (B)(6) 2014 to (B)(6) 2014. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ pain:pelvic area"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, menstrual disorder, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device breakage, device dislocation, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion.. Ultrasound scan - on an unknown date: enlarged right ovary with an ovarian cyst.. Most recent follow-up information incorporated above includes: on 2019: pfs &mr received. Reporter' information was added. Lot number was added. Added event abnormal bleeding (vaginal, menorrhagia), from removal details: at one point the (B)(6) roke in the midsection. Patient's demographics was added. Updated outcome of pain from unknown to recovering/resolving. Patient's demographics was added. Medical history, concomitant conditions, concomitant drugs, lab data was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.